Event description:
It was reported that the cls cup and the metasul head were revised due to loosening.

Manufacturer narrative:
Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of mfg. It is unclear, how and why it came to the metallic smears all around the chamfer of the metasul inlay and the articulation surface of the metasul head. In addition, the reason for the two different imprints of the shell contour on the polyethylene liner of the insert is unk. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)